Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the patient had his old stimulator battery replaced on (B)(6) 2020 with a new battery. The leads were not replaced and the impedances were checked and all were within normal limits. At post-op the patient was programmed and had good stimulation coverage in all his painful areas.

Event description:
Additional information was received from the patient reporting that the cause of them being unable to communicate/recharge their implant was not determined. It was reported that the patient tried to recharge four times and it would not recharge. The depleted ins and issues of not being able to recharge/communicate with the ins had not been resolved yet. No response has been received at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was reported that the patient had recharged their recharger and then the day before yesterday ((B)(6) 2019)they tried to recharge but couldn't. It was indicated that the last time the patient was able to successfully charge their ins was when it went dead a couple of years ago. They indicated that they were able to get it recharged then. It was indicated that the patient¿s reason for not recharging since was due to them having cancer. The patient stated that the ins went dead and they forgot about it. The patient was redirected to follow-up with their healthcare provider (hcp) to address the possible overdischarge. The event occurred a couple of years ago. Additional information received from the consumer via the manufacturer representative reported that the stimulator had not been used in over a year, maybe two. The patient decided he wanted to use the stimulator again and couldn¿t get it to charge as the battery was overdischarged. The patient explained that after he had his knee replaced he neglected to charge the stimulator. The stimulator was interrogated with no response. The antenna locate feature was used to find the best location and then three physician mode recharges were done. After those attempts a normal charging screen was not seen and the issue was not resolved at the time of the report. The patient did not want to try again after the third attempt and inquired about getting a new battery.